Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate hv therapy due to af with rapid ventricular response. Programming changes were made. The device remains implanted.